Event description:
Wife called for husband to report a pod they did not feel was delivering insulin. This event ended with the customer being admitted to the hospital with bg's in excess of 750. Customer had a bg of 88 at 6 pm. By 10:30 pm, bg had risen to 331, customer took suggested bolus and went to bed. When he awoke, he felt ill and had a bg of 480 at which point he again took the suggested bolus. When they arrived at the hospital, he took a bg reading on his pdm at in registered high, when he tried on a hospital meter it read 750. Customer was taken off the pod once he got to the hospital and was placed on insulin infusion. Customer's wife called product support at 2:30 pm on the day he was admitted to the hospital and by then the bg had lowered to 441. When asked, about the pod in question his wife said, it was thrown away when it was removed. She stated at no time was there any alarm to indicate an issue. Also when pod was removed, there was no blood or kinking in the cannula. When customer was discharged, he was placed back on the pod successfully. No further information pertaining to this event were reported.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.